Event description:
Customer reports of receiving a no delivery during bolus. Customer's blood glucose was 255 mg/dl. During troubleshooting, insulin did exit during 5.0 unit fixed prime. Insulin did not exit with 5.0 unit fixed prime. Customer did not want to troubleshoot any longer since insulin did not exit. Customer was advised that sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.